Manufacturer narrative:
D10: 300-01-14 - equi hum stem primary press fit 14mm: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-08-42 - glenosphere exp 42mm +4mm offset: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a shoulder clinical study that approximately 8 months after undergoing a right reverse total shoulder replacement, the patient experienced popping in his right shoulder for a couple of months. Subsequently the patient was diagnosed with disassociation of polyethylene component. It was reported the patient will undergo a revision of the right shoulder. Date of the revision is unknown or unscheduled at the time of reporting. The patient's outcome was reported as continuing. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d4, d6b, g3, h4, h6, h11. Please disregard dates in d4/h4. Dates could not be confirmed. MDR section codes updated/corrected: b, c, e, f, g. The revision was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.